Event description:
Info received indicates the foot hi/low function is drifting down slowly.

Manufacturer narrative:
The head hi/low valve guide tube was replaced but the issue remained. The tech replaced trend valve to repair the bed.